Event description:
Customer reportedly received results of 26.2 mmol/l and 9.7 mmol/l within 10 mins on the aviva sys. No actions taken based on device results. No adverse event reported. Requested return of suspect device; customer declined returning the device.

Manufacturer narrative:
The event occurred in (B)(6).